Event description:
It was reported the device is subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. Patient was stable with no consequences.